Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in left eye along nasal flap edge 47 days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Follow up with the account on (B)(6) 2014 and they reported that epi-cells were flushed by surgeon on (B)(6) 2014. No vision loss reported. Patient still has 20/20 vision in both eyes. No epi-cells noted on his last follow-up on (B)(6) 2014.